Event description:
It was reported that they received multiple error code 5 and solid tones during the procedure. The blade finally broke off inside the patient but was able to be retrieved through the trocar. The case was completed with bipolar cautery. No patient consequence was reported.